Event description:
Information was received indicating that during use, a smiths medical cadd administration set was noted to be defective as it was priming but liquid could not come out of it. Subsequently, a new package was used, and it worked. No adverse effects were reported.

Manufacturer narrative:
One cadd administration set was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No discrepancies were detected on the housing nor solvent bonds. Functional testing was performed on the sample received using a cadd pump solis vip to look for unusual functions. The sample was connected, and it was primed without difficult and the pump was set running; no discrepancies detected. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed.